Manufacturer narrative:
A supplemental report will be submitted upon final review of medical records by post market clinical physician and completion of the plant's investigation.

Event description:
A peritoneal dialysis patient called into technical support for issues with a noisy machine. The patient stated she took her cycler on a trip and after she setup the first time the cycler made a hissing sound but it finished the treatment. The patient continued to use the cycler and developed peritonitis. Follow up with the patient's peritoneal dialysis registered nurse indicated the patient was diagnosed with peritonitis approximately one week ago and is currently being treated. It was also noted the patient's peritonitis may be related to touch contamination as it occurred while patient was on a trip.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation and determined to be functioning according to product specifications. Further evaluation found no device malfunctions that would have caused the reported event. External visual inspection: there were no indications of dried fluid within the cassette compartment. The heater tray/scale was not obstructed; a simulated treatment was performed and completed without any failures or problems occurring. There were no fluid leaks found in the test cassette following the test treatment; the reported complaint symptom of noisy was not reproduced during testing; the valve actuation test passed; the system air leak test passed; in the internal, visual inspection of the unit showed brown, discolored pneumatic tubing and a brown hp2 filter within the cycler unit. The cause of the encountered discoloration could not be determined; the mushroom head check passed. A service record review was conducted and confirmed there were no deviation or non-conformances during the manufacturing process. Product labeling, material, and process controls were within specifications. Medical records have been requested. A supplemental report will be submitted upon final review of medical records by the post market clinical department if additional information is obtained.